Manufacturer narrative:
Literature citation: alp ozpinar, jesse j. Liu, nathaniel l. Whitney, zachary j. Tempel, philip a. Choi, peter e. Andersen, nicholas d. Coppa, d. Kojo hamilton; "anterior spinal reconstruction to the clivus using an expandable cage after c2 chordoma resection via a labiomandibular glossotomy approach: a technical report". Devices of multiple part/lot numbers were implanted during the procedure including: part: unknown cervical plate / lot: unk (x1) part: unknown screw / lot: unk (x1) part: unknown cable/wire / lot: unk (x1). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: new-onset neck pain after a ground-level fall. It was reported that in a literature "anterior spinal reconstruction to the clivus using an expandable cage after c2 chordoma resection via a labiomandibular glossotomy approach: a technical report" that a (B)(6) woman presented with osteolytic lesion at c2, concerning for tumor, demonstrated using plain radiographs of the cervical spine. Patient allegedly had a recent onset of moderate dysphagia and subtle changes in the quality of her voice, as well as increased snoring and labored breathing. Patient underwent the following procedures: tracheostomy and gastrostomy placement; median labiomandibular glossotomy to the clivus and upper cervical spine, including formation of a submental island pedicled skin flap for reconstruction of the posterior pharyngeal wall; c2 marginal en bloc tumor resection; c2 corpectomy and resection of the anterior arch of c1; anterior spinal reconstruction from clivus to c3 utilizing an expandable cage, anterior cervical discectomy and fusion (acdf) plate and sublaminar wires; occiput to c5 posterior fusion. The following devices were used: expandable biomechanical cage device; anterior cervical diskectomy and fusion (acdf) 70 mm plate; occipital plate MRI of the cervical spine revealed a 4.1 x 3.6 x 3.4 cm heterogeneously enhancing mass of the body of the c2 vertebra, extending superiorly into the odontoid process and anteriorly into the retropharyngeal space, displacing the posterior oral pharyngeal wall anteriorly. The mass did not appear to violate the posterior longitudinal ligament. CT angiography demonstrated anterior extension of the mass with lateral displacement of both internal carotid arteries. The mass extended laterally within the bone of c2 but did not involve the posterior elements. Post operatively, eight months after initial surgery, patient complained of rhinorrhea and a metallic taste in her mouth. A flexible nasopharyngoscopy demonstrated exposed anterior hardware with csf leak. Imaging revealed a small area of soft-tissue erosion over the hardware in the nasopharynx. The patient then underwent a reparative procedure that consisted of demucolization of the soft tissue over the exposed hardware and covering the exposed hardware with a vascularized nasoseptal. The patient tolerated this procedure well, and no further csf leak was appreciated. At 1 year follow-up, the patient identified mild-to-moderate posterior pharynx pain. Exposed hardware in the posterior pharyngeal wall and oropharynx was visualized on rigid nasal endoscopy. These findings were confirmed on CT. After which, a decision to explore the previous construct was made. A midline labiomandibular glossotomy and transpalatal approach to the nasopharynx was undertaken. The patient had extensive breakdown of her posterior pharyngeal wall with granulation and gross infection of the hardware. The anterior cervical plate along with screws and wires were removed. The expandable plate from the clivus down to c3 was visualized and inspected. There was no evidence of gross infection or granulation tissue on the cage, and it was noted to be securely fastened to the clivus and c3. A vascularized left radial forearm flap was used to cover the 4-cm midline posterior pharyngeal defect and the remaining surgical hardware. The patient tolerated the procedure well and was discharged in good health. At 26-month follow-up after tumor resection, the patient remains disease free without any complaints. MRI and CT imaging demonstrated no evidence of disease recurrence and solid anterior and posterior arthrodesis. She is on lifelong antimicrobial prophylaxis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.